Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failures were confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: failure in the camera cable. The event can be prevented by following the instructions for use which state: precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Otv-s400 instruction manual ·code:e221 ·error message: camera head communication error ·possible cause: the communication between the endoscope and video system center has failed. ·solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Reprocessing: general policy [warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an abnormal image and a e221 communication error. The issue occurred during cleaning and disinfection ahead of a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had an abnormal image and a e221 communication error. The issue occurred during cleaning and disinfection ahead of a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.